Manufacturer narrative:
Additional information has been provided ind.4., d.9., e.1., h.3., h.4., h.10. A sample was not received at the manufacturing site for evaluation for the report of the stamp passes under the iol, the iol remains in the cartridge; therefore, the condition of the product could not be verified. Since the sample has not arrived at manufacturing site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Event description:
Hyaluronic acid was used as viscoelastic.

Manufacturer narrative:
One company handpiece injector was returned for evaluation for the report of a the stamp passed under the iol, the iol remains in the cartridge. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming, with the plunger observed bent. A functional thread to barrel engagement check was performed and was found to be conforming. Finally, a dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the stamp passing under the iol and the iol remaining in the cartridge. The root cause for the nonconforming plunger height is the bent condition of the plunger. How and when how the plunger position became bent cannot be determined from this evaluation. The most likely cause of a bent plunger head of the injector is from improper handling of the product. This injector has been in service for approximately 16 mos. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that he purchased the shooters in may. Three of them no longer work. The stamp of the shooters passes under the iol, so the iol remains in the cartridge. There was no patient contact and no patient harm. Additional information has been requested and received stating that during surgery, but no contact with patient. Iol is loaded outside the eye into the cartridge and shooter, as it is not correctly loaded, a new shooter system and new cartridge were used to complete the procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).